Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 300 units of insulin. Reportedly, the customer was attempting to load a t:slim cartridge onto the t:flex pump. The customer was informed that only t:flex cartridges are compatible with the t:flex pump. Blood glucose was 155 mg/dl. Reportedly, the customer successfully installed a new t:flex cartridge and resumed insulin delivery.